Event description:
Customer reportedly received results of 607 mg/dl and 604 mg/dl on the compact system. These readings are outside the meter's numeric reading range of 10-600 mg/dl. No actions taken based on device result. No adverse event reported. Requested return of suspect device and replacement was sent.